Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that occlusion occurred at the tubing site. Blood glucose at the time of event was noticed 500 mg/dl. The infusion set had been in use for more than 48 hours. No further information available.